Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the right atrial (ra) lead, the lead exhibited a rise in thresholds and the lead was confirmed to be dislodged by chest x-ray. The lead was explanted and the ra port was plugged. No patient complications have been reported as a result of this event.